Event description:
It was reported that the patient experienced phrenic nerve stimulation. Left ventricular lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the ventricular lead exhibited loss of capture. The lead was capped and replaced during a routine device change out.